Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low bowel resection procedure, there was an incomplete staple line. It was reported that there was an increase in positive leak test after using the device. This was resolved by oversewing the anastomosis to prevent air leak.